Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right coil appeared to be extratubal and free floating within the pelvis"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, 2 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal discharge ("increased vaginal discharge") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, vaginal discharge and dyspareunia had resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, dyspareunia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: she continued to use over the counter pills for contraception until confirmation of occlusion. On (B)(6) 2012 she returned for repeat essure coil placement in the right tube. Essure was successfully inserted in the right tube. Patient became pregnant with essure in or about (B)(6) 2013 (current case) and in or about (B)(6) 2015 (captured in a separate case) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes appeared to be occluded. On (B)(6) 2012: follow-up visit: left coils was appropriately positioned and the right coils were not clearly identified. On (B)(6) 2012: hsg: clear visualization of the left essure coil at the left cornua; however, the right coil appeared to be extratubal and free floating within the pelvis. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including bleeding (regarded as genital bleeding). She underwent a hysterosalpingogram 3 months after device insertion which showed that the right coil appeared to be extra-tubal and free floating within the pelvis. Almost two years later, she got pregnant. Ultimately, she underwent bilateral salpingectomy to remove the essure implant (approximately four years after device placement). Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to confirm device location. Additionally, if device movement (e.g. Migration into the pelvis) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, after hsg test showed essure was located in the pelvis the patient underwent a second insertion procedure in the right side. Later, she had 2 pregnancies with essure until the device was removed (this case refers to her first pregnancy). No information was provided about confirmation test after this second insertion procedure or regarding findings during the surgery for device removal. Therefore, the exact mechanism of the reported events is not known. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right coil appeared to be extratubal and free floating within the pelvis"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity. Concurrent conditions included salpingitis and ovarian cyst. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal discharge ("increased vaginal discharge"). In (B)(6) 2013, 2 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia") and abdominal pain lower ("lower stomach pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, vaginal discharge and dyspareunia had resolved, the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain lower had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she continued to use over the counter pills for contraception until confirmation of occlusion. On (B)(6) 2012 she returned for repeat essure coil placement in the right tube. Essure was successfully inserted in the right tube. Patient became pregnant with essure in or about december 2013 (current case) and in or about (B)(6) 2015 (captured in a separate case) right essure insert deployed, 1 coil visualized. Left essure insert deployed, 4 coils visualized. Lot number-893009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes appeared to be occluded. (B)(6) 2012: follow-up visit: left coils was appropriately positioned and the right coils were not clearly identified. (B)(6) 2012: hsg: clear visualization of the left essure coil at the left cornua; however, the right coil appeared to be extratubal and free floating within the pelvis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received event " abnormal bleeding(vaginal, menorrhagia), dysmenorrhea (cramping),lower stomach pain" added. Reporter, patient and product information added. Pregnancy outcome updated. Outcome of event " pain" was updated as not recovered. Concomitant and historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("right coil appeared to be extratubal and free floating within the pelvis"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("pregnant") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, 2 years after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal discharge ("increased vaginal discharge") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, vaginal discharge and dyspareunia had resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, dyspareunia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: she continued to use over the counter pills for contraception until confirmation of occlusion. On (B)(6) 2012 she returned for repeat essure coil placement in the right tube. Essure was successfully inserted in the right tube. Patient became pregnant with essure in or about (B)(6) 2013 (current case) and in or about (B)(6) 2015 (captured in a separate case). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes appeared to be occluded. On (B)(6) 2012: follow-up visit: left coils was appropriately positioned and the right coils were not clearly identified on (B)(6) 2012: hsg: clear visualization of the left essure coil at the left cornua; however, the right coil appeared to be extratubal and free floating within the pelvis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect most recent follow-up information incorporated above includes: on 9-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including bleeding (regarded as genital bleeding). She underwent a hysterosalpingogram 3 months after device insertion which showed that the right coil appeared to be extra-tubal and free floating within the pelvis. Almost two years later, she got pregnant. Ultimately, she underwent bilateral salpingectomy to remove the essure implant (approximately four years after device placement). Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to confirm device location. Additionally, if device movement (e.g. Migration into the pelvis) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, after hsg test showed essure was located in the pelvis the patient underwent a second insertion procedure in the right side. Later, she had 2 pregnancies with essure until the device was removed (this case refers to her first pregnancy). No information was provided about confirmation test after this second insertion procedure or regarding findings during the surgery for device removal. Therefore, the exact mechanism of the reported events is not known. This case was classified as incident since device removal was required. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.